Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Legal matter.

Event description:
As reported: "plaintiffs allege that on or about (B)(6) 2014, (B)(6) was taken to (B)(6) for treatment of injuries and fractures he sustained in a fall. Mr. (B)(6) underwent surgical treatment by surgeon for a left sub-trochanteric femur fracture and a left hip [orif]. Records from the hospital indicate that surgeon utilized a stryker...11-hole wasted compression plate and...4-hole recon plate during the surgery on (B)(6) 2014, when she really wanted a "proximal femoral locking plate"." Surgeon "was promised a "proximal femoral locking plate" by a sales representative but when it came time to use that plate, one was not available. Instead, surgeon ended up having to use the 11-hole and the 4-hole plates. There is no allegation by plaintiffs, or the implanting surgeon, that these devices failed". A list of procedures performed on the patient identify a surgery on (B)(6) 2014 "to removed failed hardware ["failed plates x 2 with the screws"], clean infected area."